Manufacturer narrative:
The revision reported was likely the result of rotator cuff deterioration, subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component over more than 10 years of implantation. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above.

Event description:
As reported, approximately 10 years and 4 months post the initial left anatomic total shoulder arthroplasty, the patient experienced rotator cuff failure, which resulted in increased wear of the poly and required a revision to a reverse total shoulder arthroplasty. There was no evidence of infection or loosening of the humeral stem, therefore, this was left in-situ and the modular components were replaced with an adaptor tray, liner and torque screw. The glenoid was converted to reverse components. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
No device return, but images, radiographs, and/or op notes received for investigation the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: equinoxe replicator plate 1.5mm o/s cn: 300-10-15; sn: (B)(6). Equinoxe, humeral head tall, 44mm (alpha) cn: 310-02-44; sn: (B)(6). Equinoxe sq torque defining screw assembly cn: 300-11-00; sn: (B)(6).